Event description:
This is a spontaneous report received by baxter (B)(4) from a sales rep (customer: (B)(6)) on (B)(6) 2010 about a capd pediatric set ((B)(4)) which showed a leak during treatment between patient tube and catheter adapter. The patient was already under antibiotic treatment due to other reasons. Due to the leak antibiotic treatment was extended for one more day. No patient injury was reported. The defect set is available and will be sent for investigation. Incident date: (B)(6) 2010. (B)(6).

Manufacturer narrative:
(B)(4). The evaluation confirmed the reported problem. This emdr was originally submitted electronically on april 12, 2010. Acknowledgment 3 was not received due to an error. Therefore, this emdr is being re-submitted on april 30, 2010.